Event description:
Customer reported that a pyxis anesthesia station es system unexpectedly stopped responding during a procedure. The customer did not disclose the nature of the procedure and the length of the delay. The required medications were undisclosed. No patient or user harm reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia station es system unexpectedly stopped responding during a procedure. The customer did not disclose the nature of the procedure and the length of the delay. The required medications were undisclosed. No patient or user harm reported. This event is recorded on complaint number (B)(4). A technical support specialist evaluated the device's log files and found error messages pointing to the customer's modem not responding to requests from the station. The technical support specialist asked the customer to verify the device's connection. The customer reported that after cleaning the device's data port and reconnecting the ethernet cable, the device no longer stopped responding unexpectedly. Customer confirmed device was operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, b3, d1, d4, d5, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-aug-2020 to 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the machine froze unexpectedly due to sporadic disconnection issues. The technical support specialist couldn't find anything related to the issue in the logs. The local it cleaned the data port and replugged the machine which resolved the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
Customer reported that a pyxis anesthesia station es system unexpectedly stopped responding during a procedure. The customer did not disclose the nature of the procedure and the length of the delay. The required medications were undisclosed. No patient or user harm reported.